Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4).

Event description:
A healthcare provider (hcp) reported that the devices was not reading intra operatively. There was no patient impact.